Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that during an initial vns implantation surgery, the surgeon was not able to communicate with the device during the final interrogation after the generator had been implanted, tested, and having closed the chest pocket. After several failed attempts at establishing communication, the surgeon opted to removed the newly implanted generator, and replace it with a different generator. There were several failed attempts at establishing communication with the second generator, however, communication was eventually successful and the implant surgery was completed. Troubleshooting was performed after the surgery on the programming system and the unused generator. The troubleshooting isolated the serial data cable as the most likely cause of the intermittent communication difficulties and the pulse generator is not suspected to be problematic. The unused generator, and the serial data cable have been returned to manufacturer where analysis is underway.